Event description:
It was reported that the right ventricular lead was believed to micro dislodge post procedure prior to hospital discharge. It was noted that the lead exhibited high capture thresholds, and low r-wave amplitude variation. The lead was explanted and replaced. The patient was in stable.